Manufacturer narrative:
The fiber was returned to the manufacturer and analyzed. The failure analysis disclosed that the fiber cap was intact and attached, but drilled through. The cap exhibited detritus, char, devitrification and melted glass. The cap condition would result in reduced vaporization efficiency. The cap condition may also result in forward firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. (B)(4).

Event description:
The customer returned the surgical fiber due to an unknown malfunction reported to have occurred during a prostate procedure. The problem with the fiber was reported to have been noted at 30,000 joules. No details were provided regarding how the procedure was completed, however, no patient injury was reported.